Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device returned to and evaluated by a third-party technician, who found evidence of particles stemming from foam degradation. The evaluation results were logged. There is no further action required.